Event description:
It was reported via a user facility medwatch that following deployment, a vessel perforation was visualized. A perfusion balloon was used to successfully treat the perforation with extended balloon inflation times. No other pt injury was reported.